Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure, pacemaker system analyzer (psa) could not be performed upon lead positioning. Upon position, lead noise and high, out of range, high voltage lead impedance was observed on the lead. Lead was removed and a new lead was implanted. New lead measurement by psa was performed without any consequences. No adverse consequences to the patient were reported.